Event description:
It was reported that the patient presented for a replacement procedure due to suspected premature depletion of their implantable cardioverter defibrillator. The patient's device was removed and replaced. The procedure was completed successfully. Prior to the procedure, elevated capture thresholds were noted on the patient's left ventricular lead. The patient's device was reprogrammed.

Manufacturer narrative:
Analysis was normal. No anomalies were found.